Manufacturer narrative:
An event of device embolization up to ascending aorta after releasing was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
It was reported that 25mm portico valve was implanted on (B)(6) 2022. Device was size using computed tomography scan. The implant depth of deployment was 2mm with final implant at 1mm. The sizing of the annular dimensions was 68.1mm. There was sufficient calcium to allow anchoring of the device. During deployment, the device embolized in sinus of valsalva up to ascending aorta after releasing. The valve was not blocking any coronary arteries. A valve in valve procedure was done with a new 25mm portico valve. The patient remain hemodynamically stable throughout the implant and retrieval procedure ad no clinically significant delay in the procedure due to this event. Patient status at the time of report was noted as stable, no paravalvular leak or gradient issue. There were no difficulties in deploying or retracting the valve. There was no interaction between the delivery system and the deployed valve.